Event description:
Reportedly, on (B)(6) 2019, the subject pacemaker was found in standby mode when interrogated in the box. It was reported that no other pacemaker was in the vicinity. The pacemaker was re-initialized and re-interrogated. Both atrial and ventricular pacing rates were 100%. It was decided not to use the subject pacemaker. Preliminary analysis confirmed the reported behavior and revealed that the switch in standby mode was most probably caused by cross-talk with another pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the subject pacemaker was found in stand by mode when interrogated in the box. It was reported that no other pacemaker was in the vicinity. The pacemaker was re-initialized and re-interrogated. Both atrial and ventricular pacing rates were 100%. It was decided not to use the subject pacemaker. Preliminary analysis confirmed the reported behavior and revealed that the switch in standby mode was most probably caused by cross-talk with another pacemaker.